Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2017) is considered to be a best estimate. This emdr represents the phasix st (device #2). An additional supplemental emdr was submitted to represent the ventralex st (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information provided: (B)(6) 2014 - patient was diagnosed with ventral hernia thereby underwent open repair with implant of ventralex st (device #1). Per operative notes, ¿the hernia sac was identified and excised. A ventralex st (device #1) was placed and sutured.¿ (B)(6) 2017 - patient was diagnosed with recurrent ventral incisional & umbilical hernia with abdominal pain thereby underwent open repair with implant of phasix st (device #2). Per operative notes, ¿dense adhesions of small bowel to abdominal wall were taken. The small bowel was stuck in the mesh were released. The hernia sacs were identified and reduced. A phasix st (device #2) was placed and sutured.¿ (B)(6) 2017 - patient was diagnosed with gastrointestinal fistula & wound dehiscence thereby underwent open repair with excision of mesh (device #1 & #2). Per operative notes, ¿the previous mesh (device 1# & #2) was identified with free floating sutures were removed completely. The area of fistula identified and repaired with sutures. Wound vac was placed.¿ (B)(6) 2018 - patient was diagnosed with incisional hernia and fistula thereby underwent open repair with implant of biological mesh and fistula repair. (B)(6) 2018 - patient was diagnosed with abdominal wound thereby underwent open repair with placement of wound vac.